Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: stapled anopexy as a day surgery procedure: our experience over 400 cases authors: umile michele cosenza, stefano conte, francesco saverio mari, giuseppe nigri, andrea milillo, marcello gasparrini, alessandra pancaldi, antonio brescia citation: http://dx.doi.org/10.1016/j.surge.2012.09.005. In 1988, longo proposed a new treatment for hemorrhoidal disease. In western countries, day surgery procedures are becoming more and more common. The authors proposed a new protocol for outpatient haemorrhoidopexy. From 2003 to 2010, the authors performed 403 out-patient stapled hemorrhoidopexies under spinal anesthesia, on patients with symptomatic grade iii and IV hemorrhoid disease (167 male and 236 female patients; mean age: 54 years). The authors used pph 01 and pph 03 staplers (ethicon) during the standard rectal mucoprolasectomy. Reported complications included mild bleeding (n-5), bleeding (n-5) which required re-hospitalization and 1 patient underwent placement of a single hemostatic stitch and the other 3 patients recovered with conservative treatment, pain (n-11), severe pain (n-9) which prevented from hospital discharge and treated with painkillers, moderate pain (n-96) which was treated with painkillers, mild pain (n-245) which was treated with painkillers, anal spasm (n-4) which were treated with nsaid and glyceryl trinitrate 0.4 %ointment for one week, external hemorrhoidal thrombosis (n-2) which were treated with surgical excision, and transient fecal urgency (n-26). It was reported that day surgery units have been established as an important part of hospitals in the USA and EU countries. The outcome of this study shows that stapled hemorrhoidopexy can be safely performed as a day surgery procedure with a high degree of patient satisfaction. Compared with previous techniques, hemorrhoidopexy is more expensive, but recent comparisons with traditional techniques have demonstrated that it is also better in terms of reduced postoperative pain and shorter recovery time.